Event description:
The implant reference and lot number was provided.

Manufacturer narrative:
Supplemental medwatch: zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant placed in dental site 14 fractured. The implant remains placed.

Manufacturer narrative:
Supplemental medwatch. Zimmer biomet complaint number (B)(4). The osseotite® implant 4 x 13mm (oss413) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. The customer has returned an x-ray of the implant within the surgical site. From the image, it can be seen that the implant is fractured in two at the threads. No pre-existing conditions were noted on the per. The reported product was located on tooth # 26 (fdi) and used for an unknown period of time prior to fracture. Device history record (DHR) review was completed for the subject lot number 248923. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A definitive root cause could not be identified.

Event description:
No further event information is available at the time of this report.